Event description:
It was reported that there was a damaged tip.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the sliding lock atraumatic grasper, 33cm double action, it was confirmed that there was damage to the distal tip. A piece of the insulation was broken off, missing and was not returned with the product. The probable root cause/s could be user excessive force or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.